Event description:
Traumatic delivery of 9 lb 3 oz baby to 14 yr old primagravida. Epidural anesthesia. Labor meds: nubain 10 & phenergan 25. Vacuum extraction x5 for total accrued time of 140 sec. Vaginal delivery. Apgars of 3 at 1 min, 8 at 5 min, 8 at 10 min. Dx: subgaleal hemorrhage confirmed by head CT scan, fracture of humerus, erb's palsy, mild. 9/25 - transfer to nicu where he received transfusion of 10cc/kg of prbc's. 9/28 - transfer back to hosp. For convalescent care. 10/2 - discharge to home.